Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08070. The pt received two leads from the same lot number. It was reported the pt was having ineffective pain coverage and surges. X-ray imagery revealed the lead was loose and was out of the ipg (implantable pulse generator) header. During the procedure to reconnect the leads, several invalid lead contacts were observed. One of the leads was removed and a new lead was implanted. No further issues were reported.